Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Review of the provided image was consistent with a fractured blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The instrument was found to have a blade broken. The blade broke at roughly the base. A piece approximate 0.466" x 0.085" was found to be broken off and was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.